Event description:
Part of the jaw dislodged from the instrument. The jaw disenged but was still attached to the instrument. They put it back together, but the instrument would not work. No reported injury or ill-effects to the patient.--jaw did not disengage into the cavity.